Event description:
Additional information reported that on (B)(6) 2020, the patient was seen in clinic for recurrent external back up battery (ebb) fault alarm. The patient¿s controller was instructed to be changed out per previous instructions from abbott on (B)(6) 2020. The event log captured backup battery faults starting (B)(6) 2020 at 1439 and continued intermittently or the remainder of the log. No other unusual events were noted in the log file. No additional information was provided.

Manufacturer narrative:
The manufacturer has not completed their investigation on this incident. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Manufactures investigation conclusion: the reported event of a backup battery fault alarm was confirmed with the data retrieved from the returned system controller. The backup battery fault alarm event became active on (B)(6) as a result of a backup battery load test failure. The fault alarm became intermittently active until the reported system controller exchange on (B)(6) . The submitted log file captured the fault alarm event on (B)(6) 2020. The returned system controller was functionally tested using laboratory equipment and an unexpected backup battery fault alarm was unable to be reproduced. It was noted the 11v backup battery was not returned with the system controller and a test 11v backup battery was used. A root cause could not be determined during the analysis. A corrective and preventive action has been initiated to investigate the issue further. Abbott is currently monitoring similar issue. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient¿s external back up battery (ebb) was changed out about two weeks ago, and again on saturday the patient¿s ebb started alarming fault call hospital contact. Ebb was taken out and reset and the advisory went away. This has happened to this patient several times, therefore the patient¿s system controller was changed out a few months ago. Log file submitted captured ebb faults beginning on (B)(6) 2020 due to the ebb failing the load test. The remainder of the log file is unremarkable. No additional information provided.